Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on. The customer¿s blood glucose levels were less than 600 mg/dl and 600 mg/dl. The customer also reported that the battery compartment was cracked. The customer was reported that the battery cap was not damaged. The customer was assisted with troubleshooting for blank display and reported that the insulin pump was exposed to moisture. The customer was advised to replace and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine battery anomaly due to blank display. Unit received with cracked case and cracked case-corner of belt clip rails.